Event description:
"After balloon inflated, dr wanted to slide sheath in place - he noticed sheath is bigger than balloon, not tight fit". Home and stone free.

Manufacturer narrative:
The distributor confirmed to cook urological, inc. In 2008, that during the procedure, the kidney was torn due to the difficulty the physician experienced using the nephrostomy balloon catheter set. The used nephrostomy balloon catheter and sheath were received noting, both to be covered in a white encrustation. The balloon was inflated to 10atm, 14atm, 16atm and then to 20atm and measured. No change was noted in the balloons outside diameter when inflated from 10atm up to 20atm; within specification. The balloon was then inserted into the sheath noting the balloon to fill the i.d. Of the sheath; per specification. The i.d. Of the sheath was measured noting to be within specification. The distal edge of the sheath was also observed noting no sharp edges, within specification. Additional information received from the physician indicates the balloon was inflated to 14 atm's and after 1 minute, he increased the pressure to 16atm's but the problem persisted. The physician was asked if there were any procedures performed to repair the torn kidney, noting the following response, "could not get in with ultraxx and used an amplatz set. Bleeding was experienced more than usual, eventually it became less". The distributor also stated that the patient was discharged and stone free. The physician is unwilling to provide any further information. Due to the balloon catheter and sheath being within specification, we are unable to determine or recreate the difficulty the customer has experienced.